Event description:
Hamilton medical ag received the following incident description: tf: 9950 occurred and then the medical engineer replaced the g5 with a c6 device immediately.

Manufacturer narrative:
According to the log files, ventilation continued during tf:9950. Investigation is ongoing. Hamilton medical ag complaint number: cer 147865 follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Manufacturer narrative:
According to the log files, ventilation continued during tf:9950. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: tf: 9950 occurred and then the medical engineer replaced the g5 with a c6 device immediately.